Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issues of it being unable to maintain peep (positive end expiratory pressure), resulting in lower peep than set, and low vte (exhaled tidal volume) was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.

Event description:
It was reported that the device needed service. During the device evaluation, ventec observed that it was unable to maintain peep (positive end expiratory pressure) resulting in lower peep than expected, and that it had low vte (exhaled tidal volume). There was no patient use associated with the reported issue.